Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The adhesive was returned with the sensor puck. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
Caller, customer's wife, reported the customer experienced an adverse skin reaction after 1 day of wearing an adc freestyle libre sensor. Customer experienced symptoms described as itching and a "burn type wound" at the sensor site and had contact with a healthcare professional who prescribed unspecified cream and oral antihistamine tablets for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller, customer's wife, reported the customer experienced an adverse skin reaction after 1 day of wearing an adc freestyle libre sensor. Customer experienced symptoms described as itching and a "burn type wound" at the sensor site and had contact with a healthcare professional who prescribed unspecified cream and oral antihistamine tablets for treatment. There was no report of death or permanent injury associated with this event.